Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An increased intra-peritoneal volume (iipv) is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4)clinical hazards list. Review of the alarm log revealed two alarms that occurred consecutively on (B)(6) 2011, drain not finished at 2:40:00 and fill not finished at 2:40:13. Comparing the times for the alarms and the start time of therapy, quality engineering determined that the user bypassed initial drain and then bypassed day fill immediately following. This is verified in the therapy log with a record of five bypasses for the therapy. The actual drain volume of 2444 ml is 90.5% of largest prescribed fill volume (lpfv) of 2700 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 02:39:47. During day drain cycle one, the patient's ultrafiltration reading was 2444ml, indicating the home patient (hp) drained 1744ml more than their maximum programmed fill volume of 2700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.